Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety.

Event description:
Patient reported a right side ruptured and anxiety. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -material rupture and failure of implant: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -anxiety: unable to confirm as it is a medical event not related to the device.

Event description:
Patient reported a right side ruptured and anxiety. Device has been explanted.